Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that post implantation procedure, the atrial lead was capturing in the ventricle and the p wave amplitude had declined. The lead was repositioned on (B)(6) 2018 and the numbers looked good post operation. The lead got dislodged again the following day. The lead appeared to fallen as seen on x-ray as the j shape was gone from the atrial lead. The physician felt that a longer helix lead would be beneficial to the patient and also felt the issue was likely due to patient's heart tissue and not the lead. The lead was explanted and replaced on (B)(6) 2018. Patient was stable.